Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was not using room temperature insulin to fill the cartridge. Tandem technical support informed the customer that this is considered off-label use. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.